Event description:
The manufacturer received information alleging an issue related to a dreamstation CPAP pro device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no visible foam particles. The technician also confirmed presence of dirt contamination in the device as secondary findings. The device was scrapped.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Upon review of this complaint, there was no alleged serious injury. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.